Event description:
Related manufacturer report number: 2017865-2022-42507. It was reported that a patient presented with r-wave amplitude variation on the right ventricular (rv) lead and post-sensed t-wave oversensing on the implantable cardioverter defibrillator (ICD). On a later date it was noted that there was oversensing on the rv lead. The physician elected to cap and replace the rv lead on (B)(6) 2022. The patient condition was stable.